Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/10/2024, it was reported by a distributor via (B)(4) that the white suture from an ar-1588rt-ib tightrope ii rt broke close to the button while pulling the graft up in the tunnel. The graft was pulled out and another ar-1588rt-ib tightrope ii rt was used to complete the case. This was discovered during an aclr procedure on (B)(6) /2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.